Event description:
It was reported the pt's device was replaced due to charging issues. It was stated the pt was unable to successfully recharge their device. Troubleshooting was attempted without success. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.